Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, physician advanced the subject stent to the target lesion. The physician tried to deploy the subject stent but it was seen that the pusher wire got stuck with the deployed subject stent. The physician cut the proximal of the pusher wire to untangle the stent. The pusher wire which was cut was removed from the patient anatomy. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed and was not returned. The stent was used in the procedure. The stent stabilizer was found to be severely kinked/bent. The stent stabilizer was found to be broken/fractured. Physician cut the stent stabilizer during the procedure. The stent delivery wire was found to be kinked/ bent. The functional inspection could not be performed as the stent was found to be deployed and was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was maintained for the duration of the clinical procedure. The patient¿s anatomy was described as 'moderately tortuous' but the physician did not believe that the complexity of the anatomy contributed to cause the device failure. The stent did not experience friction when moving the system over the guidewire and there was no resistance encountered between the stent delivery system and the guide catheter. It was reported that the physician 'keep the pusher (delivery system inner body hub) fixed and begin to retract the microcatheter (delivery system outer body hub) for adequate release of the stent, but it did not release'. The stent did eventually deploy successfully but under fluoroscopy it appeared that the stent was tangled with the delivery system inner body and the physician could not remove the delivery system out of the patient. When looking for a solution to untangle the stent that was already implanted, the physician decided to cut the delivery system inner body towards the proximal end. In the gfe follow-up questions it was clarified that the entire pusher wire (delivery system inner body) was removed from the patient and other than a 1-hour delay experienced, the patient is well without any post procedure complications and is not under any medication as a result of the procedure events. No further intervention was necessary. The stent was not returned for analysis as it had been successfully deployed. The stent stabilizer (delivery system inner body) was noted to be severely kinked/bent and had also been broken/fractured near the proximal end. The delivery system outer body was also noted to be kinked/bent. The as reported codes ¿stent difficult/unable to advance or pullback through catheter' and 'patient medical or surgical intervention required' as well as the as analyzed codes ¿stent stabilizer kinked/bent¿ and ¿stent delivery catheter kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, physician advanced the subject stent to the target lesion. The physician tried to deploy the subject stent but it was seen that the pusher wire got stuck with the deployed subject stent. The physician cut the proximal of the pusher wire to untangle the stent. The pusher wire which was cut was removed from the patient anatomy. No clinical consequences were reported to the patient due to this event.